Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient underwent surgical intervention at an unknown time wherein the system was explanted due to an unknown reason. Patient underwent surgical intervention on (B)(6) 2025 wherein a new system was implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.